Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been two similar complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation. Additional information was provided by the surgeon, who reported that on the third postoperative day the patient experienced blurred vision/decreased visual acuity. Five days later, the patient developed strong inflammation requiring anti-inflammatory eye drops and a subconjunctival steroid injection. There was slightly less anterior cells observed the following day. One month later no fibrin or cells in the anterior were observed. A bacterium inspection was not performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that on the eighth postoperative day, the patient also developed hyperemia and keratic precipitates. The patient was also treated with antibiotics. The surgeon's clinical judgment was that the event was non-infectious. There was almost no improvement with additional antibiotic treatment. The conjunctival hyperemia is very light and the keratic precipitates are very fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the consumer, who reported that he continues to have a problem with his vision as the top and the bottom of the visual field appeared in double.

Manufacturer narrative:
Additional information: alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on 15-apr-2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn (B)(4). Therefore, on september 29, 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: 2015-113487